Event description:
A report was received that the pt will undergo a pocket revision due to migration of the ipg. The physician confirmed that the ipg felt loose in the pocket as if it had slipped towards the midline compared to where it was originally placed. The physician will reposition the ipg to a new pocket site.